Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the biomedical department with a report that indicated the device alarmed with an 94-4 error code (rotary control knob circuit failure). This alarm condition does not indicate a reportable malfunction. No specific patient info, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. However, during testing at the user facility, it was noted the device battery was swollen. No add'l info was provided.